Event description:
A malfunction was reported with the pump displaying malfunction code 16. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump, as the current one was under warranty. The customer agreed to use manual daily injections as a backup therapy to maintain insulin delivery. Additionally, the customer was instructed on how to put the pump into storage mode and return it using a pre-paid label, which they acknowledged and understood.